Manufacturer narrative:
A review of lots delivered to the patient revealed she was not using the affected lots at the onset of symptoms in (B)(6) 2013. The patient was issued the first affected lot on (B)(6) 2013 and, according to her statement, had a resolution of the diarrhea and stomach upset in (B)(6) 2013, while using the affected lots. She denies fever, an indicator of pyrogen reaction. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The complaint did not provide a sample for investigation. Plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient reported to technical support that she had been "sick" for approximately 5 months and was thinking it was due to using affected lots of recalled product. Upon follow up with the home hemodialysis registered nurse, the patient had experienced "mild" gastrointestinal symptoms (stomach upset and diarrhea) (B)(6) 2013, but did not know if she was using the recalled lots at the time. There was no fever and no medical intervention was required. According to follow up received by the patient, she began with diarrhea while she was on vacation in (B)(6) approximately (B)(6) 2013 after eating a yogurt and fruit. She further stated the symptoms resolved in (B)(6) 2013 after a diagnostic colonoscopy with no pathology found and confirms there was no medical intervention needed. She denies any symptoms after this date. There is no sample available.